Event description:
It was reported that while ablating during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the physician heard a steam pop and the patient went into third degree heart block for 15 minutes. The patient then returned to normal sinus rhythm. There was no medical intervention performed. Upon request, the bwi field representative provided additional information on the event. The event was not life threatening. There was no impairment of a body function nor damage to a body structure. There was no extended hospitalization stay. The outcome is that the patient recovered. The prognosis of the patient is excellent. The updated health status is that the patient is well with no adverse complication.

Manufacturer narrative:
(B)(4). It was reported that while ablating during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the physician heard a steam pop and the patient went into third degree heart block for 15 minutes. The patient then returned to normal sinus rhythm. There was no medical intervention performed. Upon request, the bwi field representative provided additional information on the event. The event was not life threatening. There was no impairment of a body function nor damage to a body structure. There was no extended hospitalization stay. The outcome is that the patient recovered. The prognosis of the patient is excellent. The updated health status is that the patient is well with no adverse complication. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested and it passed electrical, temperature, generator and deflection tests. During the analysis the catheter failed the calibration test due to a pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the calibration test due to a pc board issue. However, the root cause of the steam pop and the heart block remain unknown. An internal corrective action has been opened to address the potential pcb issues/intermittency.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).